Manufacturer narrative:
If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the fluid leaked from the pump set. This incident occurred in the pediatrics department. There was no patient harm.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One sample was received at the manufacturing site for evaluation which arrived in an opened package. The sample was evaluated, and the reported issue was confirmed. During testing, the pump set was unable to be attached to the pump properly and the pump¿s door was unable to close. A root cause analysis indicated that this issue occurred as a result of the manufacturing process as the aff valve was placed in the wrong position. As part of continuous improvements, a corrective and preventative action plan has been opened to address the reported issue. This action is designed to prevent the reoccurrence of the reported and confirmed condition.